Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had problems recharging their old ins, so that is why the patient had their ins replaced. The patient had the exchange today and the md had difficulty removing the 0-7 contacts from the old ins. The md was finally able to remove the contacts, and he placed the new ins. All connectivity was red check marks and the impedances were all over 40k ohms. The 8-15 electrodes were all within normal limits. The md choose to leave the new ins and see how the programming went. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient hadn't charged their device in some time. The patient wasn't using their controller and the ins wasn't holding a charge. No further complications reported.

Manufacturer narrative:
Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the healthcare provider (hcp) via a manufacturer representative (rep) reporting that as stated in their previously submitted report, the cause of the difficulties removing the contacts from the old ins and the high impedances at the replacement were unknown. The high impedances were not resolved as the healthcare provider (hcp) chose to leave the new ins in and see how the programming went. No further complications were reported/anticipated.

Manufacturer narrative:
Device evaluation conclusion, method, result codes do not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot# serial# (B)(4) implanted: (B)(6) 2019 product type implantable neurostim ulator correction for supplimental 005: date rec¿d by MFR. 2019-apr-08. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Reportable event type: serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the neurostimulator (ins) was completely dead, wasn¿t retaining a charge and took 5-6 hours to charge. The hcp reported that the patient had charging issues for about a year and the ins had been ¿dead dead¿ for about the last week and a half. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was charging more often and that on the morning of the report they were fully charged and by 11am it was 50% full. The patient will go to bed with it on and by morning it will be dead. Impedances were within normal limits. The patient gets intermittent coupling and it takes 5-6 hours to charge. The patient was to discuss replacing the ins with their rep/physician. No further complications were reported.